Manufacturer narrative:
On 11/20/96, the physician was contacted in an attempt to obtain the lot number for this device, as well as the type of chemo being infused through the device. The physician stated that lot numbers are unk; however, he promised to fax to information related to the type of chemo being infused through the device as soon as he received the information from the hospital. A fax, dated 11/20/96, was received from the physician which identified the following drug products: vincristine, methotrexate, 6-mercaptopurine, tpn, zofran. A literature search was performed on polyurethane catheter reactions and has identified an article (polyurethane catheter and antineoplastic chemotherapy) for the physician's review. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the information available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The facility will be notified or co's review of this incident and forwarded the above referenced article. The MFR is now closing the file on this event.

Event description:
On 8/22/96, the facility o.r. Representative informed the MFR sales rep that during removal of the device, the physician noted, that the device catheter appeared to be covered with calcium deposits. The device catheter was rough like sandpaper. The device was being removed due to completion of therapy. The physician has reported two different events. This report will investigate the second event. (Ref. MFR# 1219454199600414, for info on the first incident). The device was sent to the facility's pathology dept and discarded.